Event description:
The patient had 2 leads (from the same lot number) implanted as part of his scs system. It was reported the patient experienced ineffective stimulation subsequent to the lead migrating. Surgical intervention was undertaken and the leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.